Manufacturer narrative:
Initial and final (B)(4) - MDR 3003442380-2024-17437 - device 5 of 6.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. It was reported that the patient faced issue of 6 infusion sets cannula being kinked between (B)(6) 2024. The issue occured within 3 hours of insertion and had been in use for few hours. The issue was resolved by replacing infusion set and resuming insulin. Unomedical do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.